Event description:
It was reported that customer received minimum fill notification while attempting to load cartridge, with no drops seen during tubing fill despite sufficient usable insulin in cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer first reloaded same cartridge without success, then, with guidance from technical support, cleaned pneumatic tap area, filled and loaded new cartridge using proper technique, and successfully resumed insulin delivery.